Event description:
A report was received that the patient had a burn when she was charging the ipg for the first time. The patient's skin was red and blistered. There was a hole that almost measured like the ipg at the pocket site. Database analysis revealed no anomalies. The patient was prescribed with oral antibiotics and cream. The patient's burnt skin had healed and she was able to charge up the ipg.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had a burn when she was charging the ipg for the first time. The patient's skin was red and blistered. There was a hole that almost measured like the ipg at the pocket site. Database analysis revealed no anomalies. The patient was prescribed with oral antibiotics and cream. The patient's burnt skin had healed and she was able to charge up the ipg.